Manufacturer narrative:
Exemption number: e2014018. A part of the thread is sheared off. The sheared off thread is not enclosed. A visual inspection of the screw, especially the thread. Have we found, that the half of the first thread is missing? The fracture surface exhibits no hints for a material failure, the thread was sheared off by a mechanical overload. Otherwise the screw is in a proper condition, no further defects have been found. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. The root cause for the problem is most probably usage related.

Event description:
It was reported by the healthcare professional "preforming the final tightening with torque, not the right pressure is achieved. Because part of the treat is missing. The surgeon took out all the set screws to take out the broken treat and repeat the closing procedure the surgeon took out all the set screws to take out the broken treat and repeat the closing procedure." It was reported that the delay in surgery was longer than fifteen minutes.